Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("hypermenorrhoea"), abdominal distension ("abdominal distention"), genital haemorrhage ("genital bleeding") and mucinous cystadenocarcinoma ovary ("mucinous cystadenocarcinoma") in an adult female patient who had essure inserted for contraception. Additional non-serious events are detailed below. An additional suspect product was neobrufen. Medical conditions: in 2015 - history: allergies were not detected. Concurrent conditions were listed as cigarette smoker and asthma. Concomitant products included nolotil [metamizole magnesium] since (B)(6) 2015, enantyum (dexketoprofen trometamol) since (B)(6) 2015, augmentine [amoxicillin;clavulanic acid], other antibacterials and levofloxacin. On an unknown date the patient started neobrufen at an unspecified dose and frequency. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011 she experienced heavy menstrual bleeding (seriousness criteria hospitalization and intervention required). In (B)(6) 2015 she experienced dermatitis ("chronic dermatitis"). In 2015 she experienced abdominal distension (seriousness criterion hospitalization) and genital haemorrhage (seriousness criterion hospitalization). In (B)(6) 2016 she experienced generalized eruption ("generalized cutaneous eruption") with skin exfoliation, pruritus and hyperhidrosis. On unknown dates she experienced rash papular ("dermatitis in left thumb, affected area which suggests lichen"), polycythaemia ("mild polycythemia"), leukocytosis ("leukocytosis"), neutrophilia ("neutrophilia"), allergy to metals ("positive for nickel sulfate +++ (test) / contact dermatitis due to nickel allergy"), exanthema ("persistent exanthema when she was taking levofloxacin and phosphomycin"), eczema ("chronic eczema"), pyrexia ("fever"), arthralgia ("arthralgia") and skin lesion ("small lesions in lower limbs") and was found to have mucinous cystadenocarcinoma ovary (seriousness criteria hospitalization and medically important), beta globulin increased ("mild increase of beta-2-globulin") and antinuclear antibody increased ("ana testing positive 1 /80"). The patient was hospitalized on (B)(6) 2012 and from (B)(6) 2015. The patient was treated with blood and related products, acetaminophen (paracetamol), urbason [methylprednisolone] and polaramine (dexchlorpheniramine maleate) as well as surgery (endometrial ablation through surgical hysterectomy and total hysterectomy, right adnexectomy and left salpingectomy.). Essure was removed. At the time of the report, the abdominal distension and genital haemorrhage were resolving and the generalized eruption, dermatitis, pyrexia and arthralgia had resolved. The outcomes for heavy menstrual bleeding, mucinous cystadenocarcinoma ovary, rash papular, polycythaemia, leukocytosis, neutrophilia, beta globulin increased, allergy to metals, antinuclear antibody increased, rash, eczema and skin lesion were unknown. The reporter considered abdominal distension, allergy to metals, antinuclear antibody increased, arthralgia, beta globulin increased, dermatitis, eczema, genital haemorrhage, heavy menstrual bleeding, leukocytosis, mucinous cystadenocarcinoma ovary, neutrophilia, polycythaemia, pyrexia, generalized eruption, exanthema, rash papular and skin lesion to be related to essure administration. The reporter commented: treatment for chronic dermatitis peitel crem, it the symptoms cannot be controlled protopic 0.1 %. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] on (B)(6) 2012: results: normal; (date unknown): results: normal [computerised tomogram] on (B)(6) 2015: results: mass with tumor characteristics (16.5x13.5) [ultrasound scan] (date unknown): results: regular uterus, normal endometrium cont. Ultrasound scan: normal left ovary, right ovary with 3 follicles. (B)(6) 2012 - hypermenorrhoea - complementary tests: preoperative normal. Endometrial biopsy through surgical hysterectomy; (B)(6) 2012 - anatomical pathology report - macroscopic description: several irregular fragments, soft consistency, brownish color intermingled with blackish colour material with blood appearance, together with a size of 2.5 x 2.5 cm. Diagnosis (endometrial biopsy): negative for malignancy. Blood material with fragments of secretory endometrium. (B)(6) 2014 - sample collected: posterior vaginal fornix; portio vaginalis; endocervix; general classification. Negative for intraepithelial lesion or malignancy. Results: benign cellular changes; reactive cellular changes associated with inflammation. Compatible with age and history. Unspecified date - medical examination: abdominal tumor as 20 weeks pregnancy, moving mass, unbounded; echography: normal uterus, left ovary normal, right ovary with tumor 16 cm size, complex, septal mass with papillae in the lower pole. (B)(6) 2015 - CT scan performed, tumor markers during the admission. The patient is haemodynamically stable. (B)(6) 2015 - an exploratory laparotomy was performed. Ovarian dependent tumor (right side). Left ovary and uterus normal. (B)(6) 2015 - anatomic pathology: diagnosis right adnexectomy: mucinous cystadenocarcinoma, intestinal type, well differentiated. (B)(6) 2016 - blood count: normal with exception of mild polycythemia with leukocytosis and neutrophilia; proteinogram: mild increase of beta-2-globulin; ana* positive 1 /80 with speckle pattern; epicutaneous tests (true test): positive for nickel sulfate ana testing positive 1 /80 +++. Quality-safety evaluation of ptc: for essure: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. The most recent follow-up information incorporated above includes data received on: 04-apr-2022: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('hypermenorrhoea'), abdominal distension ('abdominal distention'), genital haemorrhage ('genital bleeding') and mucinous cystadenocarcinoma ovary ('mucinous cystadenocarcinoma') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Co-suspect products included neobrufen. Medical conditions: in 2015 - history: allergies were not detected. Concurrent conditions included asthma and cigarette smoker. Concomitant products included amoxicillin;clavulanic acid (augmentine), dexketoprofen trometamol (enantyum) since (B)(6) 2015, levofloxacin, metamizole magnesium (nolotil) since (B)(6) 2015 and other antibacterials. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient started neobrufen at an unspecified dose and frequency. On (B)(6) 2011, the patient experienced heavy menstrual bleeding (seriousness criteria hospitalization and intervention required). In 2015, the patient experienced abdominal distension (seriousness criterion hospitalization) and genital haemorrhage (seriousness criterion hospitalization). In (B)(6) 2015, the patient experienced dermatitis ("chronic dermatitis"). In (B)(6) 2016, the patient experienced generalized eruption ("generalized cutaneous eruption") with pruritus, hyperhidrosis and skin exfoliation. On an unknown date, the patient was found to have mucinous cystadenocarcinoma ovary (seriousness criteria hospitalization and medically significant), beta globulin increased ("mild increase of beta-2-globulin") and antinuclear antibody increased ("ana testing positive 1 /80"), experienced rash papular ("dermatitis in left thumb, affected area which suggests lichen"), polycythaemia ("mild polycythemia"), leukocytosis ("leukocytosis"), neutrophilia ("neutrophilia"), allergy to metals ("positive for nickel sulfate +++ (test) / contact dermatitis due to nickel allergy"), exanthema ("persistent exanthema when she was taking levofloxacin and phosphomycin"), eczema ("chronic eczema") and skin lesion ("small lesions in lower limbs") and experienced pyrexia ("fever") and arthralgia ("arthralgia"), lasting 2 months. The patient was hospitalized on (B)(6) 2012 and then from (B)(6) 2015 to (B)(6) 2015. The patient was treated with blood and related products, dexchlorpheniramine maleate (polaramine), methylprednisolone (urbason), paracetamol (acetaminophen) and surgery (total hysterectomy, right adnexectomy and left salpingectomy. And endometrial ablation through surgical hysterectomy). Essure was removed. At the time of the report, the heavy menstrual bleeding, mucinous cystadenocarcinoma ovary, rash papular, polycythaemia, leukocytosis, neutrophilia, beta globulin increased, allergy to metals, antinuclear antibody increased, exanthema and eczema outcome was unknown, the abdominal distension and genital haemorrhage was resolving and the generalized eruption, dermatitis, pyrexia and arthralgia had resolved. The reporter considered abdominal distension, allergy to metals, antinuclear antibody increased, arthralgia, beta globulin increased, dermatitis, eczema, generalized eruption, genital haemorrhage, heavy menstrual bleeding, leukocytosis, mucinous cystadenocarcinoma ovary, neutrophilia, polycythaemia, pyrexia, rash papular, skin lesion and exanthema to be related to essure. No further causality assessment were provided for the product. The reporter commented: treatment for chronic dermatitis peitel crem, it the symptoms cannot be controlled protopic (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: normal; on (B)(6) 2012: results: normal. Computerised tomogram - on (B)(6) 2015: results: mass with tumor characteristics (16.5x13.5). Ultrasound scan - on an unknown date: results: regular uterus, normal endometrium. Diagnostic results: cont. Ultrasound scan: normal left ovary, right ovary with 3 follicles. (B)(6) 2012 - hypermenorrhoea - complementary tests: preoperative normal. Endometrial biopsy through surgical hysterectomy; (B)(6) 2012 - anatomical pathology report - macroscopic description: several irregular fragments, soft consistency, brownish color intermingled with blackish colour material with blood appearance, together with a size of 2.5 x 2.5 cm. Diagnosis (endometrial biopsy): negative for malignancy. Blood material with fragments of secretory endometrium. (B)(6) 2014 - sample collected: posterior vaginal fornix; portio vaginalis; endocervix; general classification. Negative for intraepithelial lesion or malignancy. Results: benign cellular changes; reactive cellular changes associated with inflammation. Compatible with age and history. Unspecified date - medical examination: abdominal tumor as 20 weeks pregnancy, moving mass, unbounded; echography: normal uterus, left ovary normal, right ovary with tumor 16 cm size, complex, septal mass with papillae in the lower pole. (B)(6) 2015 - CT scan performed, tumor markers during the admission. The patient is haemodynamically stable. (B)(6) 2015 - an exploratory laparotomy was performed. Ovarian dependent tumor (right side). Left ovary and uterus normal. (B)(6) 2015 - anatomic pathology: diagnosis right adnexectomy: mucinous cystadenocarcinoma, intestinal type, well differentiated. (B)(6) 2016 - blood count: normal with exception of mild polycythemia with leukocytosis and neutrophilia; proteinogram: mild increase of beta-2-globulin; ana* positive 1 /80 with speckle pattern; epicutaneous tests (true test): positive for nickel sulfate ana testing positive 1 /80 +++. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("hypermenorrhoea"), abdominal distension ("abdominal distention"), genital haemorrhage ("genital bleeding") and adenocarcinoma ("mucinous cystadenocarcinoma") in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: in 2015 - history: allergies were not detected. Concurrent conditions included asthma and cigarette smoker. Concomitant products included augmentin (augmentine), dexketoprofen trometamol (enantyum) in (B)(6) 2015, fosfomycin sodium (fosfocina), levofloxacin and metamizole magnesium (nolotil) in (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient started neobrufen at an unspecified dose and frequency. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required). In 2015, the patient experienced abdominal distension (seriousness criterion hospitalization) and genital haemorrhage (seriousness criterion hospitalization). In (B)(6) 2015, the patient experienced dermatitis ("chronic dermatitis"). In (B)(6) 2016, the patient experienced the first episode of rash ("generalized cutaneous eruption") with pruritus, hyperhidrosis and skin exfoliation. On an unknown date, the patient experienced adenocarcinoma (seriousness criteria hospitalization and medically significant), rash papular ("dermatitis in left thumb, affected area which suggests lichen"), polycythaemia ("mild polycythemia"), leukocytosis ("leukocytosis"), neutrophilia ("neutrophilia"), beta globulin increased ("mild increase of beta-2-globulin"), allergy to metals ("positive for nickel sulfate +++ (test) / contact dermatitis due to nickel allergy"), antinuclear antibody increased ("ana testing positive 1 /80"), the second episode of rash ("persistent exanthema when she was taking levofloxacin and phosphomycin"), eczema ("chronic eczema"), pyrexia ("fever"), arthralgia ("arthralgia") and skin lesion ("small lesions in lower limbs"). The patient was hospitalized on (B)(6) 2012 and then from (B)(6) 2015. The patient was treated with blood and related products, paracetamol (acetaminophen), methylprednisolone (urbason), dexchlorpheniramine maleate (polaramine), surgery (endometrial ablation through surgical hysterectomy) and surgery (total hysterectomy, right adnexectomy and left salpingectomy.). Essure was removed. At the time of the report, the menorrhagia, adenocarcinoma, rash papular, polycythaemia, leukocytosis, neutrophilia, beta globulin increased, allergy to metals, antinuclear antibody increased, the last episode of rash and eczema outcome was unknown, the abdominal distension and genital haemorrhage was resolving and the dermatitis, pyrexia and arthralgia had resolved. The reporter considered abdominal distension, adenocarcinoma, allergy to metals, antinuclear antibody increased, arthralgia, beta globulin increased, dermatitis, eczema, genital haemorrhage, leukocytosis, menorrhagia, neutrophilia, polycythaemia, pyrexia, rash papular, skin lesion, the first episode of rash and the second episode of rash to be related to essure. The reporter commented: treatment for chronic dermatitis peitel crem, it the symptoms cannot be controlled protopic 0.1 %. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2012: normal; on an unknown date: normal. Computerised tomogram - on (B)(6) 2015: mass with tumor characteristics (16.5x13.5). Ultrasound scan - on an unknown date: regular uterus, normal endometrium . Cont. Ultrasound scan: normal left ovary, right ovary with 3 follicles. On (B)(6) 2012 - hypermenorrhoea - complementary tests: preoperative normal. Endometrial biopsy through surgical hysterectomy; (B)(6) 2012 - anatomical pathology report - macroscopic description: several irregular fragments, soft consistency, brownish color intermingled with blackish colour material with blood appearance, together with a size of 2.5 x 2.5 cm. Diagnosis (endometrial biopsy): negative for malignancy. Blood material with fragments of secretory endometrium. On (B)(6) 2014 - sample collected: posterior vaginal fornix; portio vaginalis; endocervix; general classification. Negative for intraepithelial lesion or malignancy. Results: benign cellular changes; reactive cellular changes associated with inflammation. Compatible with age and history. Unspecified date - medical examination: abdominal tumor as (B)(6), moving mass, unbounded; echography: normal uterus, left ovary normal, right ovary with tumor 16 cm size, complex, septal mass with papillae in the lower pole. On (B)(6) 2015 - CT scan performed, tumor markers during the admission. The patient is haemodynamically stable. On (B)(6) 2015 - an exploratory laparotomy was performed. Ovarian dependent tumor (right side). Left ovary and uterus normal. On (B)(6) 2015 - anatomic pathology: diagnosis right adnexectomy: mucinous cystadenocarcinoma, intestinal type, well differentiated. On (B)(6) 2016 - blood count: normal with exception of mild polycythemia with leukocytosis and neutrophilia; proteinogram: mild increase of beta-2-globulin; ana* positive 1 /80 with speckle pattern; epicutaneous tests (true test): positive for nickel sulfate ana testing positive 1 /80 +++. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 10-nov-2017 for the following meddra preferred terms: menorrhagia. The analysis in the global safety database revealed 544 cases. Abdominal distension. The analysis in the global safety database revealed 135 cases. Genital haemorrhage: the analysis in the global safety database revealed 663 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 6-nov-2017: the event term injury/damage was deleted. Events added: hypermenorrhoea, abdominal distension, genital bleeding, mucinous cystadenocarcinoma, chronic dermatitis, generalized cutaneous eruption, pruritus, itch when sweating, dermatitis in left thumb, affected area which suggests lichen, mild polycythemia, leukocytosis, neutrophilia, mild increase of beta-2-globulin, positive for nickel sulfate +++ (test)/ contact dermatitis due to nickel allergy, ana testing positive 1/80, persistent exanthema and chronic eczema. Due to serious injury related to essure, this case is now considered incident. (B)(4). On 6-nov-2017: the events fever, arthalgia and small lesions in lower limbs were added. Drugs were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.